Event description:
It was reported by the patient's father that at the 3rd or 4th titration visit, the physician made an adjustment to increase settings and the patient responded with a strong reaction choking/coughing followed by a seizure. It was reported that the patient was now having seizures 3-4 times a week (whereas her prior history she would go about two weeks without seizures). They were short seizures and she was more alert after than typical. The father was concerned about the seizures. The doctor indicated that the settings change that triggered the seizure was increasing frequency and pulse-width from 20 hz and 250 usec to 30 hz and 500 usec. The settings were immediately changed back as a result from the seizure. The doctor attributed the one seizure to the settings change. She didn't note the cause of the recent increase in seizures but she reduced the magnet time from 60 to 30 seconds and the normal mode off time from 5 to 3 minutes. Medication dosage was increased as well. She indicated that there were no other known factors to explain the increased seizures. No further relevant information has been received to date.